Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: while there is a temporal relationship between pd therapy with the liberty cycler and the patient¿s hernia surgery, there is no documentation that indicates a liberty cycler deficiency or malfunction was associated with the patient¿s hernia event. Hernia is a well-known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. It cannot be determined if the patient¿s hernia developed prior to or after initiation of pd therapy or what may have led to the need for hernia repair.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and advised she had recently had and unspecified surgery on (B)(6). Upon follow up with the peritoneal dialysis nurse (pdrn), it was determined that the patient had surgery to repair a hernia. It was confirmed that the patient had surgery on (B)(6) 2018, but the discharge date was not provided. The patient recovered and returned home, and has resumed their peritoneal dialysis home treatments with a low fill volume. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Event description updated per additional information received. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and advised she had recently had and unspecified surgery on 9/2. Upon follow up with the peritoneal dialysis nurse (pdrn), it was determined that the patient had been hospitalized for 3 days for an umbilical hernia repair. It was confirmed that the patient had surgery on (B)(6) 2018, but the discharge date was not provided. The patient recovered and returned home, and has resumed their peritoneal dialysis home treatments with a reduced fill volume. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Updated clinical investigation: while there is a temporal relationship between pd therapy with the liberty cycler and the patient¿s umbilical hernia surgery; there is no documentation that indicates a liberty cycler deficiency or malfunction was associated with the patient¿s hernia event. Hernia is a well -known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. It cannot be determined if the patient¿s umbilical hernia developed prior to or after initiation of pd therapy or what may have led to the need for hernia repair.

Manufacturer narrative:
Additional information: added patient age.